Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; able to interrogate a device using a known good rf (radio frequency) head. The signal strength was only at one bar. Moving the connection did not change anything. Programmer passed functional testing. Keyboard found cracked on both sides, but still functional. (B)(4).

Event description:
It was reported that the programmer had a bad connection with the programmer head. Multiple programmer heads were tried but telemetry remained intermittent. The programmer was returned for repair. No patient complications have been reported as a result of this event.